Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs unk persona knee- tibial MDR: 0001822565-2021-02562. Unk persona knee- articular surface MDR: 0001822565-2021-02563.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day. Swelling and rash after knee surgery.